Event description:
The customer reported being admitted in the intensive care unit for high blood glucose. The blood glucose reading at time of the call was 205 mg/dl. The customer stated that she did not change the infusion set, but she kept treating with manual injections. The customer stated that she has been filling the reservoir with cold insulin and letting it sit in for two hours before inserting. Explain the customer to let the insulin sit at room temperature for two hours and then fill the reservoir and use immediately. The customer also stated that she changes the infusion set every three days. Troubleshooting was performed. Programming, alarm history, daily totals were correct. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.